Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge had been filled with less than 300 units of insulin. Blood glucose level was 202mg/dl. Reportedly, the customer loaded a new cartridge to address the issue.